Manufacturer narrative:
.

Event description:
Baxter reported a twist clamp could not be closed. A broken occluder foot was observed after the set was exchanged. The set had been used for 6 months. The actual sample was available for evaluation. There was no pt injury or medical intervention.